Event description:
On 06/02/2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter compared to a hospital meter; however, no results were provided for either meter. This complaint is being reported because the unknown results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Although the patient received medical intervention of insulin, this treatment correlates with the elevated result obtained on the subject meter. No additional information is available at this time.